Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple upstream occlusion alarms. Infusion parameters were as follows: medication: sodium chloride 0.9, baxter primary IV set, flow rate: 20ml during patient infusion at the patient room. The primary bag was hung at 15 inches. There was no report of patient injury or medical intervention associated with this event. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. No additional information is available.